Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient began experiencing headaches. On (B)(6) 2021, the patient began experiencing nausea and vomiting and was seen in the clinic for blood pressure check and medication adjustments. The patient again presented to the clinic on (B)(6) 2021 with headache and nausea, believing the symptoms to be related to the covid vaccine. There were no reports of the patient falling or hitting their head. The patient's international normalized ratio (inr) was 2.58. A head CT was performed and hemorrhagic stroke was confirmed. The patient was admitted and anticoagulation was held. The patient was successfully discharged home with plans of holding coumadin for 4 weeks and then resuming coumadin with an inr goal of 1.8-2.2.